Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that they forgot how to placed their controller to MRI mode. Agent had the patient unlocked the controller but getting no device found message. Patient stated that it's been a while since they last charged their implant. Agent advised the patient to charged their implant to enter MRI mode; advised to call back if they need assistance with charging their implant. Patient reported the implant has moved and very hard to use it anymore. Patient mentioned they discussed possible removal of the ins. The patient was redirected to their healthcare provider to further address the issue. Agent provided MRI stim tech phone number in case they weren't able to charge their implant so their doctor can fill out an eligibility form.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.